Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range right impedance measurements. An x-ray confirmed an under inserted rv lead. Intervention was performed to resolve the connection issue. No adverse patient effects were reported.